Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2011-00227.

Event description:
The customer reported that he was treated twice by the paramedics due to low blood glucose levels. Once on (B)(6), 2011 and again on (B)(6), 2011. The customer believes his blood glucose levels were lower than 25 mg/dl. Found that the customer gave himself insulin based on the sensor glucose levels without first checking his blood glucose levels. Advised the customer never to treat based on the sensor glucose levels. Nothing further was reported.